Event description:
It is reported that a nurse from a hospital called stating that a customer experienced high blood glucose. The patient's glucose level was not recorded. The nurse stated that the customer needed a new insulin pump because the current one in use is leaking. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.